Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that stent damage and stent dislodgment inside patient occurred. The totally occluded stenosed target lesion was located in a saphenous vein graft. While attempting to deliver a synergy drug-eluting stent to the lesion, the stent got stretched and was stripped off the delivery balloon and into the vessel. The dislodged stent was retrieved and was completely removed from the patient's body. A follow-up rotational atherectomy was performed and the procedure was completed with placement of another drug-eluting stent. No further patient complications were reported.